Event description:
Event description cpi received information that this bipolar lead was removed from service due to a sensing issue. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) the lead exhibited oversensing, the physician elected to implant a new bipolar lead.